Event description:
Information rec'd indicates the head section will not move.

Manufacturer narrative:
The technician found the head section valve was stuck. He replaced both head valves to repair the bed.